Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016; 5076-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing on the right atrial (ra) lead was noted on electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.